Manufacturer narrative:
(B)(4). A field service engineer (fse) confirmed the reported issues of the arm drifting while on-site for corrective maintenance. To resolve the issues, the fse replaced the daq card in the cpc and the ft sensor to robot arm cable. Following the repairs, the unit passed all functional tests/checks and was released for clinical use. A review of the DHR and servicing history for the device did not identify any contributory factors. A definitive root cause is unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during an initial rosa knee procedure, the robotic arm was drifting during use. Multiple follow-up attempt were made, but no additional information is available. No adverse events have been reported as a result of the malfunction. Upon evaluation, it was determined that the ft sensor cable was causing the drifting.